Event description:
An email was received regarding spinning spiros closed male luer, purple cap in which it was reported there was separation and leakage: ¿once the spiros was screwed onto the syringe, both during aspiration and while inserting the drug into the bag or infusion, it happened on several occasions that the two devices separated, resulting in drug leakage and contamination of the work surface and the operator.¿

Manufacturer narrative:
E1. The email address for the initial reporter exceeded the character limit: (B)(6) the device has been requested for evaluation- it has not been received. The investigation is pending.